Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was implanted in the patient using a 14f amplatzer torqvue 45x45 delivery sheath. On an unknown date, the patient presented with late effusion.

Manufacturer narrative:
An event of chest pain and shortness of breath was reported. Reportedly, the physician mentioned the cause of effusion was stabilizing wires and/or disc. Information from field indicated that the amulet was implanted after two partial recapture. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Cine review was performed, after looking at the imaging, it is difficult to point out the source for pericardial effusion. The position of the device looked appropriate. Final released device demonstrates the disc on the pulmonary vein ridge. Based on the information available and cine review, it is difficult to determine with certainty the exact cause of the reported event, including whether the stabilizing wires contributed to the pericardial effusion. The reported patient effects of chest pain and shortness of breath appear to be cascading effects of pericardial effusion. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The amulet was implanted after 2 partial recaptures. On an unknown date, the patient presented with symptoms such as chest pain and shortness of breath. The physician mentioned the cause of effusion was stabilizing wires and/or disc. The echocardiogram (echo) revealed late effusion. The patient was reported stable.